Manufacturer narrative:
(B)(4). The product code is unknown; therefore, a 510k number will not be provided. Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 4/4 was not confirmed. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A home patient (hp) contacted baxter global technical services (gts) regarding a system error (se) 2240 that occurred on the homechoice (hc). (Se) 2240 indicates the presence of air in the line. The tsr assisted the home patient with troubleshooting and starting over with new supplies. There was no injury or medical intervention reported.